Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that two years ago she was wearing the sof sensor and it caused infection and skin damage on her arms, legs and abdomen. Customer stated that she is a nurse and know how to take care. Customer stated that the sensor caused puncture in the skin, scaring, black marks, irritation, bruising, blisters and infection. Customer stated that she went to her doctor and she prescribed antibiotics. Nothing further was reported.